Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine segment and cervix/failure to occlude fallopian tubes') in a 44-year-old female patient who had essure (batch no. 89b933-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 1998, abdominal pain, hematuria, pelvic mass, kidney stones, multiparous, endometriosis, uterine polyp and bicornuate uterus. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concurrent conditions included asthma. Concomitant products included paracetamol (acetaminophen) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. The patient was treated with gabapentin (neurontin) and surgery (laparoscopic left tubal ligation with bipolar cautery and hysteroscopic removal of essure device, su). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left- 0 coils, right ¿ 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), right side was ok. Left side did not work; on (B)(6) 2013: per mr: essure device on left see within left horn descending into edocervical canal on hsg. Right tube occluded. Reviewed with pt dr. Recommended hysteroscopic removal of left essure device and laparoscopic tubal liagation as the failure to have the device stay in position correctly may likely be related to pts abn anatomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine segment and cervix/failure to occlude fallopian tubes') in a 44-year-old female patient who had essure (batch no. 89b933-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 1998, abdominal pain, hematuria, pelvic mass, kidney stones, multiparous, endometriosis, uterine polyp and bicornuate uterus. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concurrent conditions included asthma. Concomitant products included paracetamol (acetaminophen) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. The patient was treated with gabapentin (neurontin) and surgery (laparoscopic left tubal ligation with bipolar cautery and hysteroscopic removal of essure device, su). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left- 0 coils. Right ¿ 4 coils. Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), right side was ok. Left side did not work; on (B)(6) 2013: per mr: essure device on left see within left horn descending into edocervical canal on hsg. Right tube occluded. Reviewed with pt dr. Recommended hysteroscopic removal of left essure device and laparoscopic tubal liagation as the failure to have the device stay in position correctly may likely be related to pts abn anatomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine segment and cervix/failure to occlude fallopian tubes') in a 44-year-old female patient who had essure (batch no. 89b933-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 1998, abdominal pain, hematuria, pelvic mass, kidney stones, multiparous, endometriosis, uterine polyp and bicornuate uterus. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included paracetamol (acetaminophen) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. The patient was treated with gabapentin (neurontin) and surgery (laparoscopic left tubal ligation with bipolar cautery and hysteroscopic removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left- 0 coils. Right ¿ 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), right side was ok. Left side did not work; on (B)(6) 2013: per mr: essure device on left see within left horn descending into edocervical canal on hsg. Right tube occluded. Reviewed with pt dr. Recommended hysteroscopic removal of left essure device and laparoscopic tubal liagation as the failure to have the device stay in position correctly may likely be related to pts abn anatomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine segment and cervix/failure to occlude fallopian tubes') in a (B)(6) female patient who had essure (batch no. 89b933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 1998, abdominal pain, hematuria, pelvic mass, kidney stones, multiparous, endometriosis, uterine polyp and bicornuate uterus. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concomitant products included paracetamol (acetaminophen) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. The patient was treated with gabapentin (neurontin) and surgery (laparoscopic left tubal ligation with bipolar cautery and hysteroscopic removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left- 0 coils right ¿ 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), right side was ok. Left side did not work; on (B)(6) 2013: per mr: essure device on left see within left horn descending into endocervical canal on hsg. Right tube occluded. Reviewed with pt dr. Recommended hysteroscopic removal of left essure device and laparoscopic tubal litigation as the failure to have the device stay in position correctly may likely be related to pts abn anatomy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), failure to occlude (close) fallopian tube(s), migraines / headaches, migration of essure device location of device: lower uterine segment and cervix, psychological or psychiatric problems condition: depression and mental anguish were added. Concomitant medications were added. Patient's medical history was added. Essure removal procedure was added. Essure insertion and removal date were added. Lot number received. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.